Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on 15jan2017. The immucor laboratory tested retention product 18jan2017, which performed as expected. The immucor laboratory also tested a returned blood sample delivered from the customer site on 24jan2017 and 30jan2017, which demonstrated weakened reactivity with both anti-b and also reverse typing abo b type reagent red blood cells, which was consistent with the customer findings.

Event description:
On (B)(6) 2017, a customer reported an unexpected positive result when using anti-b (murine monoclonal) series 3 on a galileo instrument.